Event description:
Patient underwent a revision surgery due to the resurfacing femur loosening and the resurfacing femur and stem extension dissociating.

Manufacturer narrative:
This report is for one of five devices involved in this event, please refer to report 3013450937-2019-00069, 3013450937-2019-00071, 3013450937-2019-00072, and 3013450937-2020-00046. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. This report is being supplemented because it was identified that the component was revised on (B)(6) 2020. The clinical director, present during the case, indicated that there was no apparent damage to the revised component, and it was unable to be obtained for further analysis. Should additional information be obtained the repot will be supplemented.

Manufacturer narrative:
This report is for one of five devices involved in this event, please refer to report 3013450937-2019-00069, 3013450937-2019-00071, 3013450937-2019-00072, and 3013450937-2019-00073. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. Should additional information be obtained the report will be supplemented.

Event description:
Patient presented with appreciable medio-lateral instability.